Manufacturer narrative:
This is an addendum to the initial MDR to add the expiration date to the UDI number.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log and implant operative report only. A manufacturing review was performed which found no anomalies. With the current information available at this time no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with an enterocele, cystocele, rectocele, vaginal vault prolapse, ovarian cyst with extensive intestinal adhesions. The patient underwent an abdominal laparotomy, abdominal colpopexy with implant of a bard flat mesh, enterocele repair, enterography of small bowel, right salpingo-oophorectomy, bladder suspension using a non bard/davol "monarc" sling and a rectocele repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.